Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with failure code 313:425:250:0021 found during service was confirmed. This condition was due to a defective connection from the front bezel (main display and ground cable) to center housing. The main display and ground cable from the front bezel to the center housing was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 313:425:250:0021 during device evaluation. The reported failure code interrupted delivery. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.